Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The initial reporter's phone number was not provided. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI #: (B)(4).

Event description:
It was reported from india that during an unspecified surgical procedure, it was discovered that the inner shaft of the reciprocating saw attachment device came out or loosened out from the saw. According to the reporter, the procedure was completed with difficulty as a result of the event. It was reported that there was a thirty minute delay to the surgical procedure. It was not reported if a spare device was available for use. It was reported that surgical intervention was required, however no further details regarding the type of intervention was reported. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. B5: upon subsequent follow-up with the customer, additional information was received. The reporter clarified that the piece was easily retrievable and there was no injury to the patient. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the inner shaft of the reciprocating saw attachment device came out or loosened out from the saw was not confirmed. Therefore, an assignable root cause for the reported condition of fell apart-unattached was not determined. However, during evaluation, it was determined that the device was jammed and did not function. It was further determined that the device failed pretest for check alignment of tool- to handpiece coupling, check general function in running mode and check oscillation frequency with frequency meter. The assignable root cause was determined to be due to component failure from wear.